Event description:
It was reported that a malfunction occurred in the pump, displaying a malfunction code of malf 0. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappears.